Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from cts in resetting the pump, and no further malfunctions occurred. Customer was advised to continue using the pump and to call back if the malfunction reoccurred, which the caller acknowledged and understood.